Event description:
It was reported that an ilet user received an alert indicating pairing failed, after which the user rescanned the sensor in the ilet app and observed a warmup remaining time of 25 minutes; the user was instructed to wait for completion, and the issue resolved. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health and no need for medical intervention. Investigation included user-guided troubleshooting and education to reinitiate pairing and confirm sensor warmup status. Investigation of this case revealed a temporary connectivity or setup issue that was remedied through standard rescan and warmup procedures, with device function restored and no device component replacement required. It was concluded, based on previously established findings for similar reports, that the cause was user setup-related and resolved through re-pairing and sensor warmup completion.